Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified but the time settings issue could not be verified; however, a damaged usb pin(s) issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.